Manufacturer narrative:
Based upon the clinical evaluation, the reported type iiib endoleak was confirmed. A type ib endoleak was also confirmed. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not definitely identified. Based upon the investigation, a root cause was not definitely identified but the following were possible contributing factors: the bilateral iliac aneurysms greater than 2.3 cm; the use of right non-endologix external iliac stent at the initial implant procedure; tortuous access vessels with severe calcifications at the aneurysm mouth and bilateral iliac arteries, and the presence of a non-device related type ii endoleak. The device remains in the patient and was not evaluated.

Event description:
It was reported that approximately 25 months post implant of a bifurcated device, 3 limb extensions and a suprarenal aortic extension, the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan demonstrated the patient had an endoleak. The physician decided to implant another bifurcated device and another suprarenal aortic extension. The patient was reported to be doing well post procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.